Manufacturer narrative:
An event of difficulty retracting the valve was reported. The device was received for investigation and it was noted the edge of the valve capsule was flared outward, consistent with over-traveling of the delivery system. The valve capsule was dissected and there was minor damage to the inside of the capsule, which could be indicative of miss-load of the valve. Difficulty retracting the valve could be caused by misloading of the valve or compression in the delivery system. While some evidence on the delivery system was consistent with miss-load of the valve, as the delivery system was received without the valve loaded inside for examination a missload of the valve could not be confirmed and the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. During loading of the valve, there were no crossed or misaligned stent struts, and there was no issue loading the valve into the delivery system. During procedure, the valve was deployed too high, and the valve needed to be recaptured. However, it was impossible to recapture the device. The deployment/re-sheath wheel was turned, and then the microadjustment wheel was turned, but the valve was unable to be recaptured. The valve was already deployed at approximately 30-40%. The delivery system and partially deployed valve were removed from the patient, and the iliac artery was damaged by the stent posts of the navitor valve. The implant procedure was aborted. The iliac artery was immediately surgically repaired. A blood transfusion was required, and hospitalization for the patient was prolonged. The patient status was reported as stable.